Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the electrode belt failed a incoming functionality testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that wires were exposed on the patient's electrode belt. The patient was issued a replacement electrode belt.